Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead impedance check presented values above the reference range, and the physician noted a change in therapeutic effect that was temporally associated with the impedance change. Multiple impedance assessments were performed at different times, and therapeutic adjustments were made without improvement. A probable future surgical revision was planned to change the leads. The issue was not resolved at the time of the report.